Event description:
It was reported that the patient presented to the hospital after feeling a sudden headache at work. The patient was noted to have fainted with questionable seizure activity and was noted to have left sided weakness. A computed tomography (CT) scan of the head revealed a 6 x 3 mm left posterior communicating artery complex aneurysm, possible right anterior choroidal artery saccular aneurysm and subarachnoid hemorrhage (sah). A coil embolization of the aneurysm was decided, however, during the invasive procedure, after placement of numerous coils for embolization there was residual sah at the wide neck of the aneurysm. Intra-procedure the sah continued due to the aneurysm rupturing and they were unable to stop the bleeding utilizing any conventional measures including ballooning, and coiling the aneurysm. The patient condition became critical when the intercranial pressure (icp) continued to increase as well as multiple vasopressors on board to maintain a blood pressure. A 3.5 x 16 mm graftmaster (gm) covered stent delivery system (sds) was attempted but could not cross the area and the graftmaster was not successfully deployed after two attempts due to the tortuous nature of the vessel. The gm stent was removed from the anatomy and no additional interventions were performed. The post-op diagnosis was noted to be malignant brain edema with an extremely poor prognosis and unlikely to have any neurologic recovery. The patient died on (B)(6) 2014. The cause of death was noted as brain death. No additional information was provided.

Manufacturer narrative:
(B)(4). Indication for use: coronary artery stent used in the choroidal artery aneurysm. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Additionally, the reported patient effect of death as listed in the instructions for use (IFU) is a known patient effect that may be associated with coronary artery stenting. A review of the lot history record revealed no non-conformances or exceptions for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. The IFU for the graftmaster states, the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. The effectiveness of this device for this use has not been demonstrated. Long-term outcome for this permanent implant is unknown at present. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.